Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 32mm std lfit v40 head; cat # 6260-9-132; lot # 64214005. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient complained of mid thigh pain. Pt experienced thigh pain post total hip replacement. Dr decided to revise the stem from accolade ii to exeter. Surgeon does not believe that this is an implant problem. Only the stem and head were revised.

Event description:
Patient complained of mid thigh pain. Pt experienced thigh pain post total hip replacement. Dr decided to revise the stem from accolade ii to exeter. Surgeon does not believe that this is an implant problem. Only the stem and head were revised.

Manufacturer narrative:
Reported event: an event regarding pain involving an accolade stem was reported. The event was not confirmed. Method & results:product evaluation and results: the reported device was not returned however photographs were provided for review. Two color photos of explanted accolade stem with evidence of boney on growth proximally. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: undated x-rays ap and lat right hip - uncemented right tha, reduced, nominal appearance. 2 color photos of explanted intact accolade stem with evidence of boney ongrowth proximally. No clinical or pmh, no operative reports, no examination of explanted components, no confirmation of symptoms alluded to in event description. Based upon the information available for review, no preparation of a medical report or confirmation of the indication for revision surgery is possible. Product history review: a review of the device manufacturing records indicate that all devices were accepted into final stock with no reported from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: two provided color photos of explanted intact accolade stem indicated the evidence of boney ongrowth. Based upon the information available for review, no confirmation of the indication for revision surgery is possible. The exact cause of the event could not be determined because insufficient information was provided.¿ additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.